Event description:
It was reported by the affiliate that during a total gastrectomy procedure, the device locked out (with gen04) error code 5 was indicated. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the cs14c device was returned with the blade cracked and with burn marks. Due to the damage to the blade, it was confirmed that the device was non-functional. A solid tone was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.